Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection showed that the male luer was separated from the tubing. Microscopic inspection revealed little to no visible solvent plow ridge on the tubing end. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a continu-flo solution set disconnected from the luer lock of the device closest to the patient and leaked blood. This occurred during infusion of either normal saline or lactated ringer¿s solution with an unknown pump. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.